Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery the drill bit broke. The tip of the drill bit was left in the patient's bone. There was no prolongation in surgery. There is no further information available at this time. This is report 1 of 1 for (B)(4).